Manufacturer narrative:
Product analysis verified the shaft kinks as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture and numerous shaft kinks were observed. Visual and microscopic examination of the material surrounding the shaft kinks did not reveal any inherent material deficiencies that would have contributed to the kinks. The most probable root cause of the shaft kinks is handling damage. The catheter also exhibited a fracture of the hypotube located 20.3 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. This most probable root cause of the shaft fracture is handling damage. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found.

Event description:
Reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The target lesion was located in 90% stenosed, severely tortuous and heavily calcified mid right coronary artery (rca). The lesion was predilated with a 3.0mm balloon catheter (unk type). The physician attempted to advance the 3.50x16mm taxus express2 drug eluting stent to the lesion, but there was difficulty crossing the lesion. The guiding catheter was deeply seated into the coronary artery and the stent delivery system (sds) was pushed, and the shaft of the sds was kinked. The procedure was successfully completed with a different device and the patient condition is listed as good. However, product analysis revealed a shaft fracture.